Event description:
It was reported that multiple intermittent occlusion alarms occurred.  The customer's blood glucose displayed as ¿high.¿ customer treated high readings with correction doses through pump. Customer changed pump supplies and resumed insulin to resolve issue.